Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance in superior vena cava (svc) coil. It was capped during the explant, because the helix of the lead would not retract after several attempts. A new lead was implanted. It was also reported that the left ventricular lead had high threshold and diaphragm stimulation occurred at threshold in all configurations. This lead was capped and replaced. No patient complications have been reported as a result of this event.